Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of error message given. It was also noted that the release ring is missing, the bur can't be inserted inside the collet, motor is noisy, not rotating properly, corrosion, shaft broken, cable worn, rear bearing worn and laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of error message 15. It was reported there was no patient involvement. Repair escalated to product event on evaluation due to detached bearings.

Manufacturer narrative:
H3: product analysis : evaluation could not reproduce the reported malfunction of error message given. It was also noted that the release ring is missing, the bur can't be inserted inside the collet, motor is noisy, not rotating properly and corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.